Event description:
It was reported that the vns patient went to the clinic due to a long seizure. At the office visit, the vns patient's device was found to be programmed at incorrect settings. The settings corresponded to that of lead test settings which usually occurs with an interrupt system diagnostic test. It is unknown if there is a relationship between the long seizure and the device being set at unintended settings. Good faith attempts to obtain the programming history and additional information have been unsuccessful to date.